Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: the pump was returned with moisture visible through the display lens. There was no physical damage to the keypad cover. The keypad button responsiveness could not be adequately investigated due to the pump powering on to a blank display screen. The keypad cover was removed and no defects were found to the button contacts. The pump casing was removed and there was moisture observed throughout, including the keypad flex connector. The bolus button cover was missing and leak testing revealed a leak at the bolus button. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked; no leaks were found at the battery compartment.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.